Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it ran in safety (power broken), had a hole in the hose and the rpm¿s were below manufacturing specifications. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the low rpm¿s was due to worn out vanes due to normal wear over time. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position this is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair pre-testing, it was determined the motor device had a hole in the hose, ran in safety position and the rotations per minute (rpm) were below specification this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.